Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer failed and was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4.2 was off the bus and the back panel was flashing at the data sensor. A field service engineer turned off the machine and reseated the ribbon cable on the drawer board side. The final test was successfully completed through a hardware test application. The customer was then able to load items into drawer 4.2 without any issues. The system functioned as intended after the field service engineer repaired the device.